Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-02113. The pt received an scs system, including two percutaneous leads (of the same lot) and an ipg, on (B)(6) 2010. It was reported the pt is experiencing overstimulation in his lower back and legs, as well as, pocket heating at his ipg implant site. A diagnostic test of the leads found low impedances on 12 contacts. An x-ray of the system confirmed all connections were in tact. The physician has indicated he will follow the pt closely for the next four weeks. At that time, a decision can be made regarding any possible revisions and/or reprogramming. The scs system remains in use.